Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: if possible, please provide the lot number. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. E1 initial reporter facility name: (B)(6). H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent a hysterectomy surgery on (B)(6) 2024, and barbed suture was used. The suture was broken when the surgeon attempted to sew vaginal stump at the third stitch. Changed another one to complete the surgery. There was no patient consequence reported. No additional information could be provided.